Manufacturer narrative:
It was reported during routine check that the cs300 intra-aortic balloon pump (iabp) units iabp malfunction - unspecified. There was no patient involvement. Getinge field service engineer (fse) preformed unit checkout. Unit passed all functional and safety testes. Returned unit back to customer. Could not duplicate issue on unit all tests passed.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a routine check performed by the customer, the cs300 intra-aortic balloon pump (iabp) vent test failed. There was no patient involvement.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.